Event description:
Telemetry results from several appointments have shown fluctuating impedances across the electrode array. During programming the pt had difficulty obtaining loudness growth. Expert telemetry indicated that at increased levels of current, the device produced the proper increase in voltage levels across the electrode array. Analysis of the voltage table, however indicated larger than normal currents spread between electrodes at the apical end. Channels 1-3 were deactivated with report of some sound quality improvement. Pt was seen again at the clinic and the pt reported that they could only hear static. Another electrode had to be deactivated during programming. A CT scan revealed normal device placement within the cochlear.